Event description:
It was reported that the customer stated foreign matter (inside the sterilized package), fractional good product, biological matter (inside the sterilized package) foreign matter (outside the sterilized package) biological matter (inside the sterilized package) fractional good product.

Manufacturer narrative:
Evaluation determined the product does not meet specifications, and no product nonconformance was identified. Visual evaluation of the returned two photo sample noted one opened (with original packaging), wound drainage & suction kit. Visual inspection of the first photo sample noted a small foreign matter inside the sterilized package. The second photo sample shows a small foreign matter outside the sterilized package. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated foreign matter (inside the sterilized package) fractional good product biological matter (inside the sterilized package) foreign matter (outside the sterilized package) biological matter (inside the sterilized package) fractional good product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.